Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to hospital it department. The field service engineer informed the pharmacy to create a ticket to the hospital's it department, as there may be a blocked network port. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the cubie encountered a failure. The drawer was not recognized that the cubies were inserted. The customer reported that the malfunction caused a delay in the administration of medication to the patient. There were no adverse events or injuries reported based on this incident.